Event description:
It was reported that the system 9800 would not operate after being moved. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an investigation over the telephone. The malfunction was verified. It was determined that the precharge circuit breaker had tripped. The breaker was reset by the operator with instruction from the ge rep. The system was tested and found to be working as intended and placed back into service.